Event description:
Dealer advised enduser returned unit due to no longer needed and was checking over unit and found initial start up alarm is not working. Dealer advised audible alarm that sounds if power is not available is not working.